Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 507645 implantable pacing lead implanted: 2008 (B)(6); 694758 implantable tachy lead implanted: 2008 (B)(6). (B)(4).

Event description:
It was reported that the caller was requesting lv (left ventricular) pacing options as the patient was having diaphragmatic stimulation at the lowest output for the lv lead. It was communicated that the only option for the unipolar lead was lv tip to rv (right ventricular) coil. The lead remains in use. No patient complications have been reported as a result of this event.